Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported the ventilator display was distorted. The customer reported there was no patient harm. The manufacturers service tech was able to duplicate the blank display when the ventilator was powered on. The service technician noted a diagnostic code in the device log history that indicated an occurrence of a restart of the ventilator. The service technician replaced the vga pcb board to address the findings. Performance verification and applicable final testing was completed and tests passed to operating specifications.